Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarm on the white power cable was confirmed via the log file review. The log file spanned approximately 11 days (29mar2021 to 09apr2021 per the timestamp). Atypical power cable disconnect alarm activated on 30mar2021 at 11:25 due to invalid rsoc fault on the white power cable not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6) was functionally tested and was connected to a mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during the analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 29may2020. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was exchanged for not detecting power source on the white cable despite changing battery clips. The power cable disconnect alarms persisted.